Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product : 8040 ipg, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that one day after the implant procedure, changes were noted in the electrogram and a chest x-ray confirmed the left ventricular lead was displaced. The lead was repositioned and remain in use. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.